Manufacturer narrative:
Sorin group (B)(4) manufactures the cp5 centrifugal pump system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the cp5 centrifugal pump system intermittently did not alarm when the user thought it should. There was no report of pt involvement. The investigation is ongoing. A follow up report will be sent when the investigation is complete.

Manufacturer narrative:
Sorin group (B)(4) manufactures the cp5 centrifugal pump system. The incident occurred in (B)(6). (B)(4). Sorin group received a report that the cp5 centrifugal pump system intermittently did not alarm when the user thought it should. There was no report of patient involvement. A sorin group representative went to the facility and replaced the cp5 panel and returned it to sorin group USA for investigation. Visual inspection at sorin group USA found that a pin of the connector was broken, and the connector that connects the cp5 panel to the s5 system was bent, making further testing impossible. A review of the DHR was unable to identify any concessions, deviations or non-conformities relevant to the reported failure. Without the ability to reproduce the reported issue, the root cause could not be determined and no corrections actions could be identified. Sorin group (B)(4) will continue to monitor the market for trends and if identified, corrections will be recommended.

Event description:
Sorin group received a report that the cp5 centrifugal pump system intermittently did not alarm when the user thought it should there was no report of pt involvement.